Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s lead exhibited failure to capture. The lead was explanted. The patient was discharged.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Analysis found that a complete lead was returned in one piece measuring 58.2 cm with three stylets and two clip-on-tool. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies to the lead body.